Event description:
User unaware of how to open crash cart for code blue due to missing lever cover. Cart intended to have red plastic cover over lever, with arrow indicating to user to pull up and slide over lever in order to open cart.